Event description:
The customer reported that while running an hiv-1 p24 antigen assay, a sample barcode in position h4 was misread. Customer, also noted that sample barcode in position a7 was misread. Customer also noted that a sample barcode in position a8 was misread. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field svc engineer was dispatched.